Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: investigation was unable to confirm a 'pressure spot' on the display. The pump was opened for investigate and revealed spots on the display lens. The spots are imperfections on the display lens. The spots observed on investigation were not pressure spots.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display screen was damaged. No further information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.